Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer over filled the cartridge. Tandem technical support educated the customer this is off label per the tandem user guide. At the time of reporting the customer declined to load a new cartridge.